Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the pump was discarded by the hospital after replacement and wasn't available for inspection anymore.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a representative regarding a patient in south africa who received morphine 15 mg/ml at a dose of 4.005 mg/day via an implantable pump. It was reported that the patient reported that on (B)(6) 2017, the pump alarm was going off every 10 minutes. The alarm was heard by the patient. Upon pump interrogation on (B)(6) 2017, it showed a pump motor stall occurred on (B)(6) 2017 at 16:38 and recovered that same day at 16:53. A stall occurred again on (B)(6) 2017 at 08:21 with no evidence initially of recovery. It was later reported that the pump didn't recover from pump stall on (B)(6) 2017 but that it only recovered after the interrogation on (B)(6) 2017. Troubleshooting included reported that the pump was interrogated, the representative ¿restarted it¿ and was called again a half an hour later and told the alarm was going off again every 10 minutes as the pump stalled again. The patient reported he was not near a magnetic field nor had a magnetic resonance imaging (MRI) scan lately. The estimated replacement indicator (eri) was listed as 28 months and this was reported as expected as normal. The patient had refills on (B)(6) 2017 and (B)(6) 2017. The next refill was due on (B)(6) 2017. The patient experienced more pain, was very lethargic, and slept a lot as a result of this event. The patient¿s managing physician was notified ¿immediately¿ and an appointment was made to see this physician. The patient was currently under the physician¿s supervision who decided to replace the pump as scheduled on (B)(6) 2017 and was expected to be returned at that time. The cause of the motor stalls was not determined. No further complications were reported/anticipated.